Event description:
In 2009, the lay-user/reporter contacted lifescan alleging that a one touch ultra 2 meter read inaccurately high. The pt manages his diabetes with sliding-scale novolog insulin based on his pre-meal blood glucose readings. The reporter alleged that the reported meter had read "60-100 mg/dl" higher than 2 other meters. The same day, the pt took an unspecified dose of insulin based on a meter reading and then ate breakfast. The reporter did not know what specific meter reading he obtained that morning or how much insulin the pt took. According to the reporter, the pt had obtained a result of "61 mg/dl" at 8:30 am and 10:30 am that day. At an unspecified time that same morning, the pt went to school. While at school, the pt called his mother and informed her that he was not feeling well and was sick to his stomach. The pt's mother picked him up from school and took him home. When they got home, the pt tested his blood glucose and got a result of around "80 or 100 mg/dl." The reporter claimed that the pt was probably more like "40 mg/dl." The pt ate breakfast and retested. According to the reporter, he got another unspecified reading that was "way high." An hour after testing, the reporter stated that his mother gave him more novolog insulin because of the high reading. At around 11:30 am, the reporter claimed that the pt passed out and collapsed on the floor. After regaining consciousness, the pt's mother tested his blood glucose and got a result of "high glucose." The owner's manual states that a result of "high glucose" might indicate a possible glucose level exceeding "600 mg/dl." During the time of concern, the paramedics were contacted. The reporter was unable to recall what meter readings the paramedics obtained, but she stated that the result obtained on the reported meter was "way higher" than the result obtained by the paramedics on their meter. He was taken to an emergency room (ER). Upon arriving in the ER, the pt's blood glucose was tested on the reported meter and a result of "178 mg/dl" was obtained. The ER tested his blood glucose at the same time using a hospital meter and got a result of "65 mg/dl." The reporter alleged that the pt "took an incorrect insulin dose" because the meter had read incorrectly. The ER advised the reporter to call lfs to report the meter inaccuracy issue. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt took too much insulin based on inaccurate meter readings and passed out.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.